Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing confirmed intermittent responses to button presses on the 'up', 'down', 'ok' and 'contrast' buttons. Confirmed damage to the keypad-the keypad cover is torn off above the 'up' and 'down' arrow buttons,exposing the button contacts. Removed cover and found contamination under all contacts. Unrelated to the complaint, the text on the display screen is dim/faded and discolored upon start up and difficult to read. When replaced with a test screen, the test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration of text.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive and sometimes were hyper-responsive. It was noted that the keypad rubber was peeling on the up arrow button. The tactile changes reportedly occurred prior to the keypad damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.